Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description and the returned devices. Reportedly the filter would not release, but released after jiggling in third attempt. Two devices were returned, one used and one unused and due to the impeded deployment, it is assumed that the unused device was considered a replacement to the used device. The used device was a jugular introducer with protection sheath. Both were curved and the introducer was unlocked, as the red safety button was pressed. The grasping hook moved freely and the introducer worked as intended. The unused device was a pre-dilator, introducer dilator, introducer sheath with stopcock, and a jugular introducer with protection sheath and loaded filter. The jugular introducer was still locked, as the red safety button was not pressed. The filter was still loaded and covered by the protection sheath, but after unlocking the system by pressing the safety button, it worked as intended and the filter could be released. Based on the information provided and the investigation findings the exact reason for the difficulties encountered, when attempting to release the filter cannot be determined, but according to the instructions for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "device wouldn't deploy initially; deployed successfully on 3rd attempt. Physician was jiggling device to get it to deploy". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.